Event description:
Pt reported unexplained high and low blood glucose levels over the past two weeks, and believes the device is at fault. Specifically, the pt feels that the device is not delivering correct bolus amounts. Pt self-treats high blood glucose by delivering a bolus, and eats when blood glucose is low.